Manufacturer narrative:
No parts have been returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement. It was reported that while locking the lead in place, the site put a hand on the frame and one of the screws on the frame's tower base broke, pulling out of the skull, and leaving the tip in place in the patient. The site was concerned that it may have moved, so the lead was retested. There was no patient harm and the procedure was delayed 15 to 20 minutes.